Event description:
This report is being filed upon notification from our mr MFR in (B) (4) to submit this event. Problem: the pt had an mr exam. He was scanned with the sense body coil in the feet first position. The next day, a second degree burn with a 2.5 cm blister appeared on the stomach area to the left of the navel.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. Note: the indicated importer has received FDA exemption (B) (4) to submit one FDA form 3500a to satisfy both the importer and MFR for the same event.